Manufacturer narrative:
Additional information was received that the physician did not know whether the scar tissue was caused by the device or procedure. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a new pain when she got off the table after the lead was implanted. The patient was prescribed steroids medication. The physician believed that the pain was due to a scar tissue. It was reported that the pain had subsided and the patient was doing well.

Manufacturer narrative:
.

Event description:
A report was received that the patient developed a new pain when she got off the table after the lead was implanted. The patient was prescribed steroids medication. The physician believed that the pain was due to a scar tissue. It was reported that the pain had subsided and the patient was doing well.